Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during open heart surgery, the physician noticed the helix from the atrial lead had perforated the atrial appendage. The physician cut the helix and pushed the lead into the right atrium. Device interrogation showed normal device function. Patient condition was stable.